Event description:
Additional information was received from the patient. When the patient was asked to clarify the statement "implant didn't work" and "implant was embedded right inside their ribs so it was hard to find ", the patient stated that they couldn't get stimulator to charge. When asked about the steps taken to resolve the issue, the patient stated that new battery was sent. The patient also said the customer service was great in trying to get it work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began today. Patient stated they had been trying to charge the implant all day and couldn't get a good spot on their back. Patient confirmed they were not getting any error messages or codes on the controller. Patient mentioned they had an MRI tomorrow and needed the implant to be charged enough to put the device into MRI mode. Patient also mentioned the implant was embedded right inside their ribs so it was hard to find. Agent asked patient when the last time they were able to charge their implant was and patient stated it had been a while. Patient noted they didn't use the implant because it didn't work for them since probably 2020. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger. During the call, patient had the recharger inserted in the controller; controller showed no device found then implant went into passive recharge mode with numbers 64-64-64. Agent instructed patient to reposition the recharger and the middle number increased to 69. Throughout the call, patient repositioned the recharger the middle number increased to 71 but kept decreasing to the 60's. Agent reviewed MRI eligibility form healthcare provider (hcp) can fill out. The issue was not resolved. A request was sent to repair to replace the recharger. Rep called to follow-up on this case. The caller asked to have a rep paged. Patient services (pss) reviewed information about charging an implantable neurostimulator (ins) and MRI eligibility. The caller will follow-up with the patient after they have attempted to charge with the replacement recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.